Event description:
A customer contacted stryker to report that the buttons on their keypad are not responsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device will be replaced to resolve the reported issue.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that the buttons on their keypad are not responsive. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.